Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump will not turn on even after using several battery. The customer blood glucose level was unknown. Customer also stated that insulin pump had power loss alarm. Customer was unable to clear the alarm also did not receive request to rewind pump. The device will not be returned for analysis.